Event description:
It was reported that the left ventricular (lv) lead threshold is high and had been steadily increasing. The lead was programmed off on the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitants continued: 6949 implantable defib lead 2006 (B)(6), (B)(4) defibrillator 2011 (B)(6). (B)(4).